Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the event of peritonitis which warranted hospitalization. The etiology of the event is unknown; therefore, causality cannot be determined. However, those persons undergoing pd therapy are known to be at high risk for developing peritoneal infections. Based on the limited information available, the liberty select cycler and/or the fmc cassette cannot be disassociated from the event. The liberty select cycler and fmc cassette were not returned to the manufacturer for evaluation. As such, the liberty select cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient was hospitalized. Upon follow up, the patient was hospitalized due to peritonitis last night and is currently still hospitalized. The patient is continuing with pd treatment in the hospital. The pdrn did not have any other information.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The product search resulted in no potential lots. An investigation of the device history records (DHR) was unable to be performed as the lot number was unknown and the product search did not indicate any potential lots. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.